Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event and expired the same day as a result of exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of additional info.